Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's latch was locked, pump would not start as it detects the unit as "unlocked". There was no reported patient involvement.

Manufacturer narrative:
D9 - date returned to mfg:6-aug-2025. H3: one device was received for evaluation. The service history of this device found no applicable history. The customer issue was confirmed through functional testing per performance verification testing (pvt). The root cause of the issue was a flex sensor. The latch/lock flex sensor was replaced. Upon further investigation, the downstream occlusion (dso) seal was cracking and was replaced. The device then passed all tests after the repairs.